Event description:
It was reported that a user of the ilet bionic pancreas experienced hyperglycemia of unclear cause, with a reported blood glucose value of 230 mg/dl, and no device alerts or alarms were noted; troubleshooting and education were completed. Symptoms included elevated blood glucose without reported complications. Outcomes included no reported long-term impact. Investigation included a review of troubleshooting steps completed with the user. Investigation of this case revealed no confirmed device malfunction or component failure based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.